Manufacturer narrative:
The reported event was addressed with phone support. The technical support engineer (tse) guided the customer to swap the maryland bipolar forceps instrument with a backup and that resolved the issue. No site visit was conducted. Intuitive surgical, inc. (Isi) did not receive the da vinci product to perform failure analysis. An RMA was not issued for return as the customer reported that the instrument was not available for return.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the maryland bipolar forceps instrument on the universal surgical manipulator (usm) 2 had non-intuitive motion. The technical service engineer (tse) guided the customer to reseat the instrument and the sterile adapter but the issue persisted. The procedure was completing as planned using a backup maryland bipolar forceps with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer while they were attempting to manipulate instruments from the surgeon side console (ssc). The failure was not related to an inability to move the instrument at all (e.g., static instrument). The movements of the surgeon scaled appropriately to the instrument and the instrument moved in the intended direction. The timing of instrument movement was appropriate and there was no shakiness and/or friction experienced/observed. There was no instrument-to-instrument or system arm-to-arm interference and no external collisions. The issue was intermittent and was resolved by replacing the instrument with a backup. The drape is not available for return. There was no injury to the patient as result of the event. The device was inspected prior to use and there was no damage or anything out of the ordinary noted. The instrument is not available for return to isi for evaluation.